Event description:
It was reported that there was a "loose wire" in the pacemaker that needed attention at the next follow-up appointment. Additional information is being requested at this time. The pacemaker remains in service.